Event description:
The patient stated, their previous pump was replaced on 2013 (B)(6) because, they lost weight, and the pump was moving around. The pump had contained morphine.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient's weight loss was due to a low sugar/low carb diet due to fibromyalgia. The patient noted that the pump has saved their live and has given them quality of life. Before the pump, the patient had been in a wheelchair, took a lot out of them, and had gone into a multi-system failure when they were overdosed with fentanyl. It was noted that the morphine in the pump does not take away the patient's new conditions of pseudo lymphoma and rheumatoid arthritis. The patient's current clinic wants the patient to have the pump out, as the clinic says that the pump was not effective, but the patient thinks that they don't want to take the responsibility for it (told the patient's internist that the removal of the pumps was going nationally). The patient was in the process of changing to another clinic in concord, north carolina. It was noted to "please never take the pump away," and thanks the manufacture 's staff for a "wonderful machine." If additional information is received this report will be updated.